Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on resection of the stomach, the stapler was not able to fire, the surgeon was able to press the green button. The blade did not advance at all. The jaws of the reload were not able to close. They took another reload to complete the case. There was no patient injury.